Event description:
An article entitled "adverse effects and surgical complications in pediatric patients undergoing vagal nerve stimulation for drug-resistant epilepsy" was provided and reviewed for potential adverse events and product malfunctions. The article stated that 4 patients had had their vns leads rupture (lead fractures) due to either falls or direct hits. The 4 patients who experienced the lead fractures also experienced increases in their seizure rate. The high impedance had occurred for each patient after over 5 years of having the device implanted. Attempts to obtain additional relevant information and to determine the applicable patients and products have been unsuccessful to date. The article also mentioned three patients passing away which is captured in MFR. Report # 1644487-2017-03356 and one patient experiencing tissue damage associated with surgery in MFR. Report # 1644487-2017-03358.

Event description:
Additional information was received from the physician indicating that all of the lead fractures were caused by either patient trauma (i.e. The patient falling) or by a direct hit. Additional information was later received providing product and patient clarifying information for three of the four lead fractures reported in the article. One of the lead fractures was reported in MFR. Report# 1644487-2011-02843 and one was reported in MFR. Report# 1644487-2014-01754. The third lead failure was not reported as clarifying information was provided indicating that it had been caused by the physician striking the lead with a scalpel. This report will now provide information for the fourth lead failure that was reportedly due to patient trauma. No known product clarifying information has been provided to date.